Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported low pip (peak inspiratory pressure), xdcr (transducer) fault, vent inop ( vent inoperable), motor fault and low ve (low minute volume) alarms while using the vela ventilator. The customer reported cross checking with known good flow sensor, exhalation valve body and exhalation diaphragm, but the issue was not resolved. The customer reported cross checking with a known good main pcb (printed circuit board) and the suspect device was working satisfactorily. The customer reported no patient involvement associated with this event.